Manufacturer narrative:
(B)(4).

Event description:
The customer reports that they were initially unable to remove the wire from the catheter. The wire became unraveled, soft, pliable, elongated into floss type of wire. The entire cannulation set removed, wire tip intact and lodged in the end of cannula.

Manufacturer narrative:
Qn#(B)(4). The customer returned one arterial catheterization set with lidstock for evaluation. Visual inspection of the sample revealed the coil wire had become separated. The distal weld was separated from the core wire. The distal weld was present. Visual inspection of the needle revealed no obvious defects or deformities. Note: the coil wire was unintentionally separated again when trying to untangle. The core wire length measured 4.375" which is within specifications of 4.1875-4.375" per swg w/handle graphic. The outer diameter of the returned swg measured 0.435mm which is within specifications of 0.432-0.457mm per swg graphic. The inner diameter of the needle was measured to be 0.023" which is within specifications of 0.0226-0.0240" per cannula graphic. Functional inspection was not able to be performed due to the damage on the sample. A device history record review was performed with no relevant findings. The IFU provided with the kit warns the user, "do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The IFU also precautions the user, "if resistance is encountered while advancing spring-wire guide do not force feed.". The report that the guide wire was separated was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld and the coil wire was separated. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that they were initially unable to remove the wire from the catheter. The wire became unraveled, soft, pliable, elongated into floss type of wire. The entire cannulation set removed, wire tip intact and lodged in the end of cannula.